Event description:
Information received by medtronic indicated that the customer reported a blank display in the insulin pump. Troubleshooting was performed and found that there was no damage to the battery cap and battery cap contacts. It was found that the display returned after changing the battery but received a stuck button alarm. It was found that all buttons started to work fine. The pump also passed the self-test. No harm requiring medical interventions was reported. The customer will continue the use of the device and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.